Event description:
A operating room supervisor reported that during a cataract procedure, the irrigation tubing became separated from the handpiece and a patient experienced a corneal burn, in the right eye. Additional information was received indicating the cataract was removed, but the intraocular lens (iol) was not placed in the eye secondary to the burn. A tear in the capsule occurred due to the patient moving around a lot. The surgeon thought it would be safer to bring the patient back to the operating room under general anesthesia. A secondary procedure to implant the iol took place eleven days later. Additional information has been requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).